Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). Mentor became aware that psr submission (B)(4) was a duplicate of this complaint file. All further supplemental information with be submitted under this complaint file.

Event description:
It was reported that a (B)(6) year old female patient who underwent breast reconstruction with two 800cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade iii. The right breast was also reported to be so soft as to not having support laterally and shifted too far when the patient laid down. The implant has free movement as the implant size was large and heavy and the soft tissue was reported to be stretching gradually. As a result, the patient underwent implant explantation on the left breast on (B)(6) 2018 with the following: left) 800cc mentor memorygel breast implant catalog: 3508004bc, lot: 7596580, sn: (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right side. This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4). Mentor became aware that psr submission (B)(4) was a duplicate of this complaint file. All further supplemental information with be submitted under this complaint file.